Event description:
Additional information received required additional investigation provided on h10.

Manufacturer narrative:
No product returned for evaluation as the patient has retained the explanted screw but provided radiographs and photographs that confirm the complaint. The patients bone quality is unknown. The radiographs and explant images were examined by engineering who noted expected internal hex feature contact damage associated to tool engagement but no other damage was identified. Review of the provided radiographs found no definitive root cause the information gleaned from the reviews suggests implant selection, angulation, incomplete lock engagement or possible subsidence as possible causes or contributors. No additional investigation can be completed. Label review: "...potential adverse events and complications... As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include... Bending, fracture or loosening of implant component(s)..." "...to prevent compromising the bone-screw interface, caution should be taken not to over-torque the temporary fixation pin once it has tightened against the plate. To allow for proper utility of the locking mechanism during screw placement, use a drill-guide with the awl and/or drill to create a centered screw hole into the vertebral bodies¿" "...bending of the nuvasive acp system is not recommended. Bending will compromise the mechanical performance of the plate and may adversely affect fit and function of the screw retaining mechanisms. If bending is unavoidable, be certain to bend the plate between the screw holes and retaining mechanisms. Inspect the plate for damage after bending...." "...to allow for proper utility of the locking mechanism during screw placement, use a drill-guide with the awl and/or drill to create a centered screw hole into the vertebral bodies..." "...care should be taken to insure that all components are ideally fixated prior to closure..." "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." Updated or corrected information found in sections b1, b4, b6, d9, d10, e2, g3, g6, h3, h6, h10. H3 other text : retained by patient.

Manufacturer narrative:
No product returned for evaluation as it is still in-situ. No radiographs or images have been provided . The patients bone quality is unknown. Due to a lack of information provided the root cause could not be determined at this time. Though it is a known risk of the procedure. Labeling review: "...preoperative warning: 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 3. Care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. 5. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...postoperative warning: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." "...warnings, cautions and precautions: to allow for proper utility of the locking mechanism during screw placement, use a drill-guide with the awl and/or drill to create a centered screw hole into the vertebral bodies..." "...care should be taken to insure that all components are ideally fixated prior to closure..." "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..."

Event description:
On (B)(6) 2021 a patient underwent an anterior cervical discectomy and fusion c4-c7. On (B)(6) 2021 follow up imaging showed the left-sided metallic screw at level c7. 5mm incomplete insertion in relation to the anterior metallic plate. No evidence of spinal instability, but reported stiffness, slight dysphasia and finger numbness.